Event description:
The hospital has been experiencing widespread backorders on dialysis catheters, with no solid estimated time of arrival (eta) for recovery. The hospital inventory has gotten into the single digits a few times. Product has occasionally been shared amongst other hospitals within the western us, but the other locations are also experiencing this shortage. The issue mainly revolves around the cuffed, long term catheters, however, the issue really encompasses most hemodialysis catheters within the 7.5 fr - 13 fr range. Alternate product from a different medical device manufacturer has been explored, however availability is also limited on those. A bd representative has been able to assist with locating and re-routing some product, and we have been awaiting feedback from bd on alternative devices to use in the interim. Placing orders has proven difficult due to nationwide backorders and supply chain issues being experienced by three separate medical device manufacturers. There are also concerns about catheters being discarded due to expiry, and we inquired with FDA whether it would be possible to use the devices past their expiration date. Summary of glidepath hemodialysis catheters experiencing issues: model/catalog #: 5373080 glidepath 7.5f long-term hemodialysis catheter for pediatric use, 8 cm; 5373100 glidepath 7.5f long-term hemodialysis catheter for pediatric use, 10 cm; 5373120 glidepath 7.5f long-term hemodialysis catheter for pediatric use, 12 cm; 5373150 glidepath 7.5f long-term hemodialysis catheter for pediatric use, 15 cm; 5373190 glidepath 7.5f long-term hemodialysis catheter for pediatric use, 19 cm; 5303100 glidepath 10f long-term hemodialysis catheter for pediatric use, 10 cm; 5303120 glidepath 10f long-term hemodialysis catheter for pediatric use, 12 cm; 5304150 glidepath 10f long-term hemodialysis catheter for pediatric use, 15 cm; 5303190 glidepath 10f long-term hemodialysis catheter for pediatric use, 19 cm; 5303230 glidepath 10f long-term hemodialysis catheter for pediatric use, 23 cm; 5343150 glidepath 13f long-term hemodialysis catheter, 15 cm; 5343190 glidepath 13f long-term hemodialysis catheter, 19 cm; 5343230 glidepath 13f long-term hemodialysis catheter, 23 cm; 5343270 glidepath 13f long-term hemodialysis catheter, 27 cm; 5343310 glidepath 13f long-term hemodialysis catheter, 31 cm; 5343350 glidepath 13f long-term hemodialysis catheter, 35 cm; 5347150 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 15 cm; 5347190 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 19 cm; 5347230 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 23 cm; 5347270 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 27 cm; 5347310 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 31 cm; 5347350 glidepath long-term hemodialysis catheter 13f, straight, exchange kit, 35 cm. Manufacturer response for catheter, hemodialysis, implanted, glidepath (per site reporter). The bd representative has been working with the team at our hospital to locate additional product, and the team is awaiting direction on alternative items that could be used.

Event description:
The hospital has been experiencing widespread backorders on dialysis catheters, with no solid estimated time of arrival (eta) for recovery. The hospital inventory has gotten into the single digits a few times. Product has occasionally been shared amongst other hospitals within the western us, but the other locations are also experiencing this shortage. The issue mainly revolves around the cuffed, long term catheters, however, the issue really encompasses most hemodialysis catheters within the 7.5 fr - 13 fr range. Alternate product from a different medical device manufacturer has been explored, however availability is also limited on those. A bd representative has been able to assist with locating and re-routing some product, and we have been awaiting feedback from bd on alternative devices to use in the interim. Placing orders has proven difficult due to nationwide backorders and supply chain issues being experienced by three separate medical device manufacturers. There are also concerns about catheters being discarded due to expiry, and we inquired with FDA whether it would be possible to use the devices past their expiration date. Manufacturer response for catheter, hemodialysis, implanted, glidepath (per site reporter). The bd representative has been working with the team at our hospital to locate additional product, and the team is awaiting direction on alternative items that could be used.